Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer successfully filled the cartridge with 250 units of insulin, and subsequently experienced fill resistance with multiple cartridges. Customer's blood glucose level was 215 mg/dl. Reportedly, customer changed the cartridge and was able to successfully resume insulin delivery.